Event description:
Premicath catheter snapped during removal and distal part of the snapped catheter traveled down to the pulmonary artery. The fragment had to be recovered with a cardiac catheter. Catheter placement was (B)(6) 2024. Removal of the catheter was (B)(6) 2024. Date of surgical intervention was (B)(6) 2024. The catheter was used for medicine, fluids, glucose, caffeine and nutrient solution.

Manufacturer narrative:
We received a catheter as a faulty sample. This showed that the catheter tube snapped distal to the 2 cm mark. The snapped distal catheter fragment was not included. Microscopic examination of the fractured area showed a typical rough surface due to excessive tensile forces. When removing the catheter, the user may have applied excessive tensile force, resulting in the catheter snapped off. If difficulties arise when removing a catheter, excessive tensile force should not be applied, and removal should be cancelled first. It is helpful to examine the catheter path with ultrasound to analyze the reason for the resistance when removing the catheter. A warm compress over the catheter path promotes vasodilation. Gentle mobilization of the veins on the surface of the skin can be helpful. Catheter removal should be attempted again at a later date if it is still unsuccessful. Ultimately, the hospital's protocol for difficult catheter removal must be followed. The use of alcohol-based disinfectants can also damage the catheter and cause it to snap. The IFU contains some warnings: -do not overstretch the catheter as it could rupture and cause a catheter embolism. -contact of the catheter tubing with alcohol, acetone or organic solvent-based disinfectants or based disinfectants or dressing sprays must be avoided. They can irreversibly damage the catheter. Having checked the batch history records; no deviations were found. The batch complied with its specification and was released. The tensile force and dimensions of catheter and set components are randomly checked. Two batches were used for the assembly group of the catheter tube (involved code 6g35961012). The value for the tensile force of the catheter tube of batch 8237078 was min. 3.38 n. The value of batch 0130303 was min. 3.73 n. This means that both batches were within their specification (min. 1.5 n). There is one further complaint regarding batch 130824gs and three further complaints regarding a snapped catheter tube for article 1261.206 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action was initiated by quality management as there is no hint of a manufacturing fault.